Event description:
During a surgical procedure involving bilateral salpingostomies and lysis of pelvic adhesions, the co2 laser continued to fire after the pedal was no longer depressed. There was no pt injury. Distributor notified.